Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply knob missing.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply knob missing.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The t.w. Power supply device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. Power setting knob was detached. The detached knob was not returned back. No signs of cracks were visible. Based on the return condition of the device, the reported complaint for the reported failure mode "component missing; knob" was confirmed.